Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the left upper lobe adenocarcinoma with multiple systemic metastasized ct4n2m1c stage ivb was treated by immunotherapy for chemotherapy and infusion. PICC tube implantation was performed on the left upper limb on (B)(6) 2022. On (B)(6) 2023, the patient experienced swelling and pain at the left upper arm of the PICC catheter. Color ultrasound examination of the left upper limb blood vessels indicated that the left subclavian vein, axillary vein, and important vein indwelling catheter had thrombosis (complete).